Event description:
The pharmacist at the hospital, reported to, sales rep that "a tibial t2 nail fractured at the distal side 3 months after the primary surgery."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Additional devices: locking screw = ref (B)(4) - lot k115562, locking screw = ref (B)(4) - lot k239145, locking screw = ref (B)(4) - lot k237616.